Event description:
Revision surgery - the pt complained of stiffness and had poor flexion. The initial surgery was on (B)(6)-2010. A revision surgery was performed on (B)(6)-2010, where a poly exchange was performed.